Event description:
Sorin group (B)(4) received a report that during operation, the speed on the arterial pump slowed down and then stopped. An error code was displayed on the control panel. The pump was power cycled with no success. The clinician hand cranked the pump to maintain blood flow. The pump was changed out. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during operation, the speed on the arterial pump slowed down and then stopped. An error code and motor failure was displayed on the control panel. The pump was power cycled with no success. The clinician hand cranked the pump to maintain blood flow. The pump was changed out. There was no report of pt injury. After the procedure, the clinician power cycled the system and the pump functioned properly. The pump was placed back into service as a suction pump. No further action was deemed necessary.